Manufacturer narrative:
G4: 25mar2020. B4: 27mar2020. Power management board was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the reported issue was unable to be replicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15jan2020. B4: 16jan2020. Attempts were made to contact the customer to obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported that the device's battery had failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.